Event description:
Reporter indicated that the pt began experiencing seizures while in a clinic visit. The physician recommended that the pt be taken to the ER due to the seizures. It was also recommended that the pt have their generator replaced while the pt was admitted in the hospital, however, the pt did not have the generator replaced. It was found within programming history, that approx 5 days after the seizures occurred, the generator registered that its battery was not depleted. All attempts for further info from the treating physician were unsuccessful.